Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. Further testing was unable to reproduce the "upstream occlusion!" Message. The device was re-calibrated to ensure proper functionality.

Event description:
During baxters device evaluation, the device was found to display an "upstream occlusion!" Message when no occlusion was present. There was no pt involvement.